Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. The recipient reportedly experienced pain and discomfort during device testing. External equipment was exchanged; however, the issue did not resolve. The recipient is not using the device. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. A review of the device history record was performed at the request of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information: section d.6a, h.6, h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the tests performed. The failure of this device is attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.